Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer 2.2 pocket a3 and a4 failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was opening incorrectly. The field service engineer (fse) inspected the drawer, identified liquid contamination under the cubie tray, changed the tray and performed diagnostic tests. All tests passed, and the drawer operated correctly. The customer confirmed successful access to medications, and the system was tested thoroughly with no further issues. The system functioned as intended after the field service engineer repaired the device.